Manufacturer narrative:
The manufacturer's service technician performed operational testing, but no issue was observed in the device. Data acquisition pcba and flow sensor assembly were replaced as a precaution. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use. Da pcba was replaced as a precaution. The reported complaint was not confirmed or duplicated.

Manufacturer narrative:
The gas delivery system (gds) assembly and data acquisition (da) board were returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the gds assembly and data acquisition (da) pcba revealed no evidence of damage or contamination. The returned parts were installed in the manufacturer's testing v60 vent in an attempt to duplicate the reported problem. The gds assembly and da board were tested and no failures were identified. The root cause for the customer's report of leak data would intermittently not be displayed on the screen could not be determined. UDI# (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that when the v60 device was in use, the leak data would intermittently not be displayed on the screen. Unit was being used on a patient at the time the reported issue occurred.there was no adverse patient effect.